Event description:
Procedure type: lap chole. Pt gender: unk. According to the reporter: the seal from one of the cannulas disengaged from the device and fell into the pt abdomen, while the surgeon pushed in a device with a little more force. The piece was retrieved. There was no delay in operating time and the incision size was not extended either. There was no additional bleeding. No pt injury was reported. Pt is doing great.

Manufacturer narrative:
(B)(4).